Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery gauge fluctuated. Customer's blood glucose was within range (value not provided). Customer resumed pump therapy.